Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no other similar complaints reported from this lot. All available information was investigated, and the reported device damaged by another device appears to be due to procedural circumstances/operational context. However, the reported single leaflet device attachment (slda) appears to be due to the reported device damaged by another device. The reported additional therapy/non-surgical treatment appears to be due to case specific circumstances as one additional clip was implanted to stabilize the slda clip. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The second mitraclip device referenced is filed under a separate medwatch report number.

Event description:
This is filed to report the single leaflet device attachment of the first clip. It was reported that this was a mitraclip procedure to treat grade 4 functional mitral regurgitation (mr). The first mitraclip was implanted without issue. When the second mitraclip was being aligned and oriented to the mitral valve, the second clip inadvertently knocked the first clip off the posterior leaflet, resulting in a single leaflet device attachment. The second clip was implanted along with a third clip, to stabilize the first clip. Mr was reduced to grade 1. There were no adverse patient effects and no clinically significant delay in the procedure. There was no additional information provided.